Event description:
In 2008, the patient reported there is an air bubble in the insulin cartridge of his infusion device. He said he uses room temperature insulin to fill the cartridge. The patient changed the infusion set tubing and headset, and was able to prime the air bubble out of the tubing. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.